Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device and the left ventricular (lv) lead were explanted due to infection. The device was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.